Event description:
The iab was entrapped and the iab was surgically removed. On 10/3/97, the following info was rpt'd to datascope: the iab was inserted into the pt on 8/9/97. On 8/12/97, a leak was suspected. No blood was detected in the gas line. The nurse followed directions on the iabp screen and continued to pump. The "blood leak" alarm sounded again. Again, no blood was noted in the tubing. The pump was switched and iabp resumed for a while. The "iab blood" alarm sounded again the next morning. The surgeon was notified that a blood leak was detected and dry blood bits could be seen at the connection sites. The surgeon attempted to remove the iab with some force and snapped the iab tip off in the pt femoral artery. The pt returned to the o.r. To have the remaining tip removed from the femoral artery. The surgery was successful and the pt did o.k. As a result of the event, the remaining portion of iab had to be surgically removed. As of 10/14/97, the pt was okay. Event complications: the iab was entrapped/surgically removed - rpt'd 9/4/97. Pt current status: okay - rpt'd 10/3/97.

Manufacturer narrative:
Device label code for f10. Position 1 and 3: 1738. Position 2: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. The physical evidence and rpt'd problem are consistent with that of an iab which became entrapped and neede to be surgically removed from the pt. The smooth-edged membrane penetration(s) most likely resulted during balloon removal from the pt when the iab came in contact with a sharp-edged instrument. Although the pt consequences of balloon penetration remain overwhelmingly benign, generally necessitating only the removal of the balloon and its possible replacement, the medical community is becoming increasingly aware of the "entrapped balloon" phenomenon. Since it is possible for a small leak to be self limiting, the blood within the balloon may dehydrate under the continued action of helium to form a hard clot during intra-aortic balloon pumping, before enough blood enters to become visible in the catheter. This clot may cause the balloon to become too large for percutaneous removal or to become "entrapped" in the artery. Balloon entrapment necessitating surgical removal has been rpt'd in literature and has been experienced by users of intra-aortic balloons. Co therefore urge the user, as co has in the instructions, to discontinue pumping and consider the removal of the balloon from the pt at once if a balloon leak is suspected. If for any reason, undue resistance is met during removal of the balloon, the user is advised to call for a vascular consultation, as was done in this case.